Event description:
Caller reported that the cartridge was not fitting properly on the pump, leading to the issue of it not snapping fully into place. The customer's blood glucose level due to the issue was 366 mg/dl, which is high but did not exceed 500 mg/dl. No actions were taken by the customer to address the high blood glucose level at that time, nor was third-party assistance required. Technical support assisted in resolving the issue by helping the caller inspect and clean the pneumatic tap area and reload the cartridge, ultimately leading to a successful loading process and resumption of insulin delivery.